Event description:
During an urgent catheterization lab procedure, a radiology technician was working at the head of the patient near the innova 2100 c-arm equipment in order to help move the patient onto the cath lab procedure table. Another hospital staff member was positioned near the control panel on the side of the cath lab procedure table. The staff member pressed the button which locks the innova's movement. Unfortunately, this button has a left-side and right-side. The right side of the button controls the contour mechanism while the left side prevents movement of the innova's c-arm. The staff member inadvertently pressed the right-side of the button which controls the "contour" mechanism. She visualized the light that came on, which indicates that the button has engaged. She erroneously believed the locking mechanism was engaged when the light came on. When the staff member working at the patient's side near the control panel leaned over the control panel to assist the patient, her lead apron hit the knob controlling c-arm movement and caused the innova c-arm to suddenly move while the radiology technician was near the c-arm. The c-arm move struck the radiology tech, knocking her over and causing a leg fracture.the radiology technician was immediately taken to the ed for treatment and will be off work for a minimum of 2 months.we believe this is a design flaw. The button mechanism controls two different functions which can lead staff to falsely believe that they have locked down the movement function. Also, our 'older' model c-arm equipment doesn't allow movement of the c-arm if you inadvertently bump into the knob. The older model requires that staff directly place hands on the knob and control movement. This newer innova 2100 allows the c-arm to move suddenly if the movement knob is touched in any way. On several other occasions this innova 2100 has nearly caused staff injury due to staff leaning over the control panel and hitting the knob by accident.